Event description:
On (B)(6) 2011, a doctor alleged that four (4) patients experienced the debonding of veneers after placement with lute-it with bond-1 cement. This is the second of four reports.

Manufacturer narrative:
The doctor alleged that four (4) patients experienced the debonding of veneers after placement with lute-it with bond-1. The customer stated all procedures were performed prior to the expiration date of the product. The customer returned the kit with the base and catalyst syringes; both products expired on 4/30/2011. The customer reported the complaint after the product expired. No further testing procedures could be performed with the expired material. The dhrs of the kit were reviewed and it was found that the material was released within specification.